Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and could not reproduce the issue. The fse replaced integrated electrosurgical unit (iesu) as a precaution. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. Log review confirmed the errors. A visual inspection was performed and there no significant scratches or dents. The front bezel was in decent condition. Errors occurred during start-up on the erbe unit that was placed on a system and run in normal mode.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, grounding pad icon was red. The operating room (or) staff stated that prior to calling in, the site they tried 4 bovie pads with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer place grounding pad on her forearm and the customer was able to achieve grounding. The tse informed the customer that the issue appeared to be with trying to ground the patient. They then ended the call. The procedure was converted to open. Isi followed up with the initial reporter and obtained the following additional information: the issue was faulty cords.